Event description:
Hill-rom received a report from a hill-rom technician stating the pt's foot left brake caster and the right head brake caster would not hold. The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found during a between pt inspection of the bed that the casters were not holding due to wear and tear and the right head brake caster was missing the rubber stopper. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.